Event description:
It was reported that the patient was admitted to the emergency room due to feeling dizzy spells and experienced loss of consciousness which required cardio pulmonary resuscitation (CPR). A review of the electrocardiogram showed periods of ventricular standstill and pacing spikes not being captured. Upon device interrogation it was noted that the device was in safety core back up mode. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted no abnormalities. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the clinically-observed safety mode.

Event description:
It was reported that the patient was admitted to the emergency room due to feeling dizzy spells and experienced loss of consciousness which required cardio pulmonary resuscitation (CPR). A review of the electrocardiogram showed periods of ventricular standstill and pacing spikes not being captured. Upon device interrogation it was noted that the device was in safety core back up mode. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the emergency room due to feeling dizzy spells and experienced loss of consciousness which required cardio pulmonary resuscitation (CPR). A review of the electrocardiogram showed periods of ventricular standstill and pacing spikes not being captured. Upon device interrogation it was noted that the device was in safety core back up mode. The device was explanted and will be returned. No additional adverse patient effects were reported.